Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the chair is in full recline, and will not come back up. Dealer is stating that he could smell a hot electronic smell, but not aware of where it is coming from.